Event description:
A customer reported low readings with the adc device, as compared to competitor meter. The customer reported that they experienced seizure and/or loss of consciousness, but was able to self-treat with soda. As the customer did not provide readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings with the adc device, as compared to competitor meter. The customer reported that they experienced seizure and/or loss of consciousness, but was able to self-treat with soda. As the customer did not provide readings from time of event, although low sensor readings were reported, it is unknown if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.